Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratched display window.

Event description:
Customer reports to have received a button error alarm. Customer's blood glucose was unknown. Customer reports to have been wearing insulin pump in her bra. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.